Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right atrial (ra) lead. This had been occurring intermittently since the initial implant. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the diaphragmatic stimulation recurred again.